Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, alerts and stored episodes for non-sustained ventricular oversensing and ventricular noise reversion were noted. The episodes were indeed noise from the right ventricular lead. Lead replacement was discussed, but not performed. The patient was stable.

Event description:
New information received noted that the lead was capped and replaced on (B)(6) 2019. The patient's condition was good post procedure.